Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 569mg/dl and a bent cannula. Customer treated with a shot of insulin. Troubleshooting could not be done as customer did not have the pump with them. Customer indicated they will call back. No further details given.